Event description:
It was reported that a deformed stopper was found before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the stopper was deformed. The issue occurred many times."

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged/deformed due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformed stopper was found before use with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the stopper was deformed. The issue occurred many times."